Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 324 mg/dl at the time of the incident. The customer stated the high started when they got an insulin flow blocked alarm. The customer did not mention how they were treated. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.